Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implant date:(B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were rising thresholds with high and rising impedance noted on the right ventricular (rv) lead. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.